Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a bluetooth connection issue between the g5 transmitter and the g5 application. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter did not have voltage. A review of the shared data log did not find any errors related to the customer complaint. The reported event of a bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.